Manufacturer narrative:
Result: the 5max ace was fractured underneath the strain relief approximately 1.2 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that after removal from packaging, it was noticed that the 5max ace was fractured in the strain relief. Evaluation of the returned device confirmed a fracture in the strain relief. This type of damage typically occurs due to improper handling during removal from packaging. If the 5max ace is manipulated at an angle during removal from packaging, the strain relief may fracture due to excess force and bending. These devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found to be kinked and was not used. The procedure successfully continued using a new 5max ace catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.